Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was returned for analysis. Device analysis revealed a kink in the sheath assembly from femoral marker to the proximal end. A damage was observed in the femoral marker. Impedance testing shows a good unit wave form. It was observed that the catheter flushed normally when the imaging core was fully retracted and fully advanced. During image characterization testing, a good square image appeared in the ilab system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Reportable based on device analysis completed on 11apr2016. It was reported that lost image occurred. The target lesion was located in a moderately tortuous and moderately calcified left anterior descending artery. During a procedure, an opticross imaging catheter was used to visualize the target lesion. However, lost image occurred. The procedure was completed with another opticross. No patient complications were reported and the patient's status was good. However, device analysis revealed a damage in the femoral marker.